Event description:
The patient presented with a right popliteal aneurysm. Following implantation of an 8x15 viabahn device, a 9x15 viabahn device was advanced over a 0.018 inch guidewire and positioned with overlap inside the 8x15. The deployment line was pulled and the device was deployed. Imaging of the device positioning indicated that a portion of the device at the proximal end appeared pinched off. In order to prevent limb thrombosis, the physician performed a cut down of the vessel over the 9x15 device. A small area at the proximal end of the device has not deployed/opened. The physician manipulated the device end and the device end opened. He sewed the end to the vessel wall. The procedure was completed implanting another 9x15 viabahn device, overlapping the repaired area of the first 9x15 viabahn device. The patient was fine at the end of the procedure.

Manufacturer narrative:
A review of the manufacturing records was conducted. Code: the review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. Note: attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.